Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned lead segment was analyzed. The returned lead segment was only 8.5 cm in length and was of the terminal end. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities on the returned lead segment.

Event description:
This supplemental report is being filed to provide device evaluation results.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the existing pacemaker exhibited high pace impedances and loss of capture on the right ventricular (rv) lead. The rv lead was surgically abandoned and the pacemaker was explanted. Both products were successfully replaced. The patient is not dependent and there were no additional adverse patient effects reported.